Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation with unknown mentor saline prostheses experienced bilateral deflation and bilateral infection post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional information is available at this time, if additional information is made available in the future, then a supplemental report will be submitted. See 1645337-2019-15349 for contralateral prosthesis report.